Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was explanted due disconnection and fracture. Additional information received indicates that the lead was not dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right atrial (ra) lead was explanted due disconnection and fracture. Additional information received indicates that the lead was not dislodged. No additional adverse patient effects were reported.